Event description:
The rptr stated: a k+ infusion (IV) needed to be given to the pt. The staff nurse reported the device was set up, double checked, and attached to the pump. It was set to 60ml/hr. It was then break time and the covering nurse was told to attach it to the pt and just start it. When the break was over the staff nurse found the bag was empty. The nurse checked the pump and it had given at a rate of 999ml/hr. The pt was asymptomatic. His k+ levels were checked. The nurse then reported to the nurse in charge who advised to do an ECG and reported to the doctor who ordered no additional treatment other than observation. The doctor did not come to see the pt.